Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "it was reported the device fell apart after use when button was pushed to retract the needle and left the needle unprotected."

Manufacturer narrative:
H.6. Investigation: as of august 2, 2019 this complaint is under the scope of field action # pas-19-1567: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#982194 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA on (07/11/2019) via medwatch # mw5087780.

Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "it was reported the device fell apart after use when button was pushed to retract the needle and left the needle unprotected."

Manufacturer narrative:
Medical device type: fmi/jka. The customer's address is unknown: (B)(6), USA has been used as a default.

Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "it was reported the device fell apart after use when button was pushed to retract the needle and left the needle unprotected."